Event description:
It was reported that this patient with a pacemaker presented to the hospital feeling weak and about to pass out. Review of the device data found there is right ventricular (rv) loss of capture when an interrogation was performed. The patient is getting admitted to the hospital and will be monitored. At this time, the device and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.